Event description:
It was reported during a da vinci hysterectomy surgical procedure that the lateral cable broke on the maryland bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at the wrist were not damaged. The reported complaint of the lateral cable breaking does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.